Event description:
The customer obtained nonreproducible, higher than expected troponin I results from two different patient samples using vitros troponin I es reagent on a vitros 5600 integrated system. Patient sample 1: result of 3.45 ng/ml vs. The expected result of <0.012 ng/ml. Patient sample 2: result of 1.47 ng/ml vs. The expected result of 0.033 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected results were reported from the laboratory and both patients were admitted to the hospital. No treatment was given, changed, or withheld based on the reported tropi es results. Corrected reports were issued for both patients. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that nonreproducible, higher than expected vitros tropi es results were obtained from two different patient samples using vitros troponin I es reagent on a vitros 5600 integrated system. The definitive root cause for the event could not be determined. The possibility that inappropriate pre-analytical sample processing or an unexpected reagent issue had contributed to the events could not be ruled out. The investigation did not find evidence to indicate that the customer¿s analyzer had malfunctioned.